Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the device was in back-up vvi mode. The patient was brought into the clinic for further troubleshooting. The patient was asymptomatic. A device code download was performed successfully.